Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated it seems like the device wasn't working correctly. Pt said they tried to use the numbers to go up to try to jolt them more and it doesn't seem to be working that correctly. Agent asked if pt tried out the different groups and pt said they only have 3 groups and they cannot remember what those 3 groups even do anymore but has tried them all and nothing seems to help. Pt mentioned they usually have a rate around 1 and if they goes up to 2 or 3 their leg is usually shaken and it does nothing and sometimes it does something like when they bends backwards to make it work. Pt confirmed they have not had any falls. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to the local manufacturer representative.